Event description:
It was reported that the right ventricular (rv) lead was implanted successfully into the right ventricle. After the device was implanted the physician noticed an apparent compression of the coaxial conductor approximately 15cm from the is-1 pin. The physician elected to replace the lead. The lead was successfully removed and replaced. It was noted that the lead was used to gain access into the subclavian vein so a tear in the insulation near the tip was purposely placed there. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the full lead was returned in segments. The proximal conductor of the lead became extrinsically distorted due to flattening, the outer insulation of the lead was extrinsically breached due to a cut,and visual summary analysis of the lead indicated damage at implant. Analysis information -- 2014-(B)(6) 17:28:16 cst pli# 10 product ID# 407452. The proximal conductor of the lead became extrinsically distorted due to flattening, the outer insulation of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated damage at implant, (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.